Manufacturer narrative:
The initial reporter also notified the FDA on 22sep2022. Medwatch report # mw5112258 a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: rn reports that when using product 305916, bd safety glide needle to administer vaccine, the needle was clogged and the plunger could not be depressed. The needle was thrown away and vaccine was given with another needle.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: rn reports that when using product 305916, bd safety glide needle to administer vaccine, the needle. Was clogged and the plunger could not be depressed. The needle was thrown away and vaccine was given with another needle.